Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt had occurred. No further patient complications were reported. It was further reported that the patient was admitted because he had swelling, redness, induration, and pain at the knee and at the calf of the left leg. This patient has a history of fractures of the left knee and he had an arthroplasty of the distal femur. He had also a history of deep venous thrombosis of the lower extremities, for which he was taking an anticoagulant, coumadin. The interpretation of his symptoms was as follows. He might have had another episode of deep venous thrombosis. He might have had an infection of the skin, cellulitis. He might have had septic arthritis or bleeding into the joint spaces, that is a hemarthrosis. He had fever and chills, which suggested hypothesis of an infection. He did not have any shortness of breath or chest pain, symptoms which would have been consistent with a deep venous thrombosis complicated by pulmonary embolism. During the hospital stay which lasted three or four days the patient received placement of the greenfield filter within the vena cava. Deployment went well and the patient was well and was in good condition post procedure. He was treated with antibiotics as the case was that his symptoms were due to infection. After two days he was feeling better and was discharged on (B)(6) 2004. On (B)(6) 2017, the patient received a CT of the abdomen without oral contrast. Findings revealed that the inferior vena cava filter is seen within the inferior vena cava extending to the level of the renal veins. The superior aspect of this filter is adjacent to the posterior wall. The inferior struts of the filter extend beyond the peripheral margins of the inferior vena cava by approximately 2-3 mm into the adjacent paracaval fat. The adjacent fat planes are within normal limits. No retroperitoneal hematoma is demonstrated.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt had occurred. No further patient complications were reported.